Event description:
During review of 4-month post-op x-rays it was seen that 5 scp cervical screws had pulled through the bottom of the scp cervical plate. As a result a revision procedure was performed.